Manufacturer narrative:
This is the same event as 3010536692-2015-01831.

Event description:
Allegedly, patient was revised due to mom complications: hip pain; popping; clicking, inability to walk/stand/sit; right.